Event description:
Kindly update the event description: it was reported that the device had iui connectivity errors. This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested, no additional information will be provided at this time by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.